Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2013-21069. It was reported the pt has not used or charged her ipg in 9-10 months due to uncomfortable stimulation. An sjm representative was unable to establish communication with the ipg using multiple external devices. The pt is considering an scs ipg replacement as she is content at this time.